Event description:
Boston scientific received information that this patient was going in for an ablation for atrial flutter (af). It was noted that the system was exhibiting noise and impedance measurements greater than 2000 ohms on the right ventricular (rv) and left ventricular (lv) channels. There was no oversensing or pacing pauses due to the noise. However, the system did deliver one burst of anti-tachycardia pacing (atp) in the ventricular fibrillation (vf) zone due to the noise and the patient also had some inappropriately stored atrial tachycardia response (atr's) due to noise on the associated right atrial (ra) lead. The caller noted that when there was noise on the ra lead, the noise was also observed on the shocking channel of this rv lead. The patient is asymptomatic and no adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The caller was inquiring about a potential lead to device connection issue. The consultant suspects a possible lead fracture or issue with the rv coil. The consultant suggested some testing or reprogramming options. The caller stated that the physician agrees that the rv lead likely needs to be replaced. However, this patient is not in the best condition right now for a lead extraction. The physician increased the ventricular fibrillation (vf) duration to three seconds and will monitor the patient for a month. No other adverse events have been reported. This product issue will be updated if additional information is received.